Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose at the time of the admission was over 500 mg/dl. Customer experienced nausea, vomiting and respiratory distress. It was stated that the doctor tried to program an insulin bolus and it didn't deliver. Customer was still receiving treatment as of (B)(6) 2014. Customer was wearing the insulin pump at the time of hospitalization.